Event description:
Customer alleged obtaining a discrepant blood glucose results of 346 mg/dl and 119 mg/dl back to back on the advantage system when testing was performed 10 minutes apart. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.